Event description:
The reporter stated that during a surgical procedure using the panta nail talo-tibio-calcaneal arthrodesis system, the targeting jig for the panta appeared to be out of tolerance and would bow out during compression. This caused the surgeon to miss the tibial screw holes thus requiring more operative time as well as explanting and redirecting the screw through the panta nail. The procedure was prolonged by about forty five minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info. This report describes the same event that was reported in manufacturer's report number 9614741-2012-00031.